Event description:
Patient developed acute pain in left third mp joint. Exam reveals a palpable, firm nodule in the dorsal mp joint area. The patient has a symptomatic fractured implant of the right third mp joint. Exploration and removal of the implant is indicated, along with revision arthroplasty.